Event description:
Tap- it was reported that 154 days after implantation of a 3.5x12 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the ostial left anterior descending artery (lad). A pre-intervention stenosis of 90% was reported. It was not reported that the lesion was pre-dilated. A 3.5x12 mm taxus drug eluting stent was deployed in the region of the lesion. A 90% stenosis in the ostial left circumflex artery (lcx) was also reported. A 3.5x8 mm taxus stent was deployed in the lcx. Post-dilation of the lad and the lcx was performed with a 3.5 quantum balloon in a "kissing fashion". A post-intervention residual stenosis percentage in the lad was not reported. No information concerning complications was reported. The pt presented 154 days after the initial procedure with exertional angina and a 95-99% in-stent restenosis of the ostial lad. Percutaneous transluminal coronary angioplasty (ptca) was attempted. Multiple attempts to cross the lesion with maverick monorail balloons were unsuccessful. A 3.0x6 mm sprinter balloon reportedly crossed the lesion, was inflated to 12 atms for 12 seconds, ruptured, and then was removed. An attempt to pass a rapid transit catheter through the lesion was also unsuccessful. The attempt to perform ptca was aborted and the pt was referred for coronary artery bypass grafting (CABG). Subsequently, the patient underwent CABG x 2, left internal mammary artery to the lad and saphenous vein graft to the marginal artery. It was reported that patient "tolerated the procedure well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.